Event description:
Territorial business manager (tbm) stated that the wheels on the solara3g manual wheelchair would unlock. When the seat is tilted all the way back the hub lock will be disengaged due to a cable that would be pulled by a cross member under the seat causing the hub pins to disengage. This will cause the wheelchair to roll. The tbm stated that the cable has been moved to the side and the issue solved. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model solara3g, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1154295 rev c (dec-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.